Event description:
Description of event: a procore 20g needle was punctured from the lower body of the stomach to the body of the pancreas. When removing the stylet and jiggling, after retrieving the needle, procore was recovered from the scope. And there was resistance to sending the needle out for sample processing. The doctor thought it would be difficult to use it to obtain additional samples, so he used acqurie 22g to complete the procedure. Patient/event info - notes: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Needle tip (near the bevel) 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.) Pancreas. Target was body of pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. Unknown. 4. If not with the device in question, how was the procedure performed and/or finished? Acquire 22g was used. 5. Was the device used in a tortuous position? A little. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? No. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? When they tried to retrieve the needle into the sheath. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Gf-uct260 (olympus). 11. Was the scope recently serviced / repaired? No. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When they tried to remove a stylet. 14. Was the syringe used during the procedure, after the stylet was removed? Yes 15. Was difficulty experienced while retracting the needle? Yes. 16. Was it possible to fully retract before removing the needle from the patient? No, it was impossible. 17. Was gaining access to the target site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? A little. 19. Was puncture of the target site difficult? A little. 20. Was the stylet partially removed when advancing into the target site? No. 21. How many samples were obtained with this needle? Once. 22. Did any section of the device detach inside the patient? No. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use?no. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. 26. If the device is a procore, is the kink located distally at the notch / core trap? Core trap.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2127872 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2127872. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to a distal needle kink as confirmed by the answer to q.1 of the patient/event info - notes which states that the needle was kinked near the bevel. Additional information stated that the device was used in a tortuous position as well as the endoscope being used in a flexed/twisted position which may have contributed to the needle kinking at the distal end and leading to the cascading effect of the needle being difficult to advance. Another possible root cause is that the distal part of the needle became kinked due to device handling when the needle was outside the patient during the process of removing the specimen after the first pass which caused the subsequent advancement difficulty of the needle. Additional information also stated that the puncture of the target site was difficult which potentially could have been due to a hard lesion leading to the needle kinking at the distal end. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, there was resistance to sending the needle out for sample processing. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to a distal needle kink as confirmed by the answer to q.1 of the patient/event info - notes which states that the needle was kinked near the bevel. Additional information stated that the device was used in a tortuous position as well as the endoscope being used in a flexed/twisted position which may have contributed to the needle kinking at the distal end and leading to the cascading effect of the needle being difficult to advance. Another possible root cause is that the distal part of the needle became kinked due to device handling when the needle was outside the patient during the process of removing the specimen after the first pass which caused the subsequent advancement difficulty of the needle. Additional information also stated that the puncture of the target site was difficult which potentially could have been due to a hard lesion leading to the needle kinking at the distal end.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 13-sep-2024.